Event description:
The customer reported an error with their laser system. It was reported that due to this error the case was completed with a turp. The outcome was reported as "no damages to the pt".